Event description:
Pt was being transfered using an arjo mechanical maxi lift and a transfer sling when the right upper clip on the sling slipped off of the control bar causing the pt to fall to the floor. Upon inspection, the sling clips have a defective design which caused it to come loose. The holes on the clips that lock into place on the control bar were not long enough for it to lock properly.